Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the right ventricular (rv) lead exhibited high thresholds and impedance. The rv lead was attempted/not used and replaced. It was further reported that the second rv lead was implanted with high impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.